Event description:
It was reported, during primary surgery for a fibula fracture surgeon was putting on a variax locking plate and three of the holes would not accept locking screws. Surgeon was a little frustrated, but eventually got a few to work and continued with the surgery. No delay in surgery.

Manufacturer narrative:
Device remains implanted. No evaluation of the device will be performed. If additional information becomes available it will be provided on a supplemental report.